Event description:
Reporter stated that they had gotten a ultherapy procedure at mederna aesthetics. Since the procedure they have experienced worsening side effects which include throwing up after procedure, swelling of the face, burning sensation, as well as redness. Reporter also states that they have worsening jaw pain, nausea, headaches and vertigo. They claim that the doctor's assistant who was using the device was negligent and also states that they were not informed that it was a heat device. Since the incident they have been depressed stating that they do not go out because how their face looks due to the ultherapy.